Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. The field service engineer (fse) confirmed the issue. The fse replaced the power management (pm) board, power switch overlay, and user interface to power management cable to address the issue. This pm board was returned to the manufacturer for investigation it was tested with no failures identified.

Event description:
The customer reported that an alarm message is appearing on the screen that the alarm light emitting diode (led) was defective. The customer reported that the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm.